Event description:
The mfrs field service engineer reported the ventilator alarmed due to a gas supplies lost: safety valve open occurrence. The device was being serviced and was not in use on a pt, therefore no pt harm. Loss of both air and oxygen gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or it's disconnected, the ventilator will alarm and the safety valve will open. The mfrs field service engineer replaced the sensor pcb. Performance verification testing was completed and tests passed to operating specifications.